Event description:
According to the reporter: when the endocatch was removed from the packaging, the user found a hole. Opened a new catch and completed the case without incident. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).